Event description:
It was reported by service report that the foot right side rail would not latch in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail latch mechanism.